Event description:
End user called regarding the device reading high units calibration. This was confirmed by phone troubleshooting. The device was replaced and the defective one returned for investigation.